Manufacturer narrative:
Manufacturer's report date: 02/16/2011. (B)(4). The customer's experience of a leak between texium luer and IV line was confirmed. Cause was identified as a molding issue with the luer body supplier.

Event description:
Customer reported leaking between texium and IV tubing: "rn noticed IV leaking at connection of texium and IV line going to patient. Medication stopped and spillage cleaned per protocol. Leaking found after chemo and ns flush administered. Estimated spill at 100ml or less and spill area less that 1 square foot." There was no serious injury or medical intervention required for the patient due to this incident. Although requested, no additional information was provided.